Event description:
It was reported that there was an infection of the device system following hematoma sustained from a physical altercation. The patient presented to the hospital for complete removal of the system on (B)(6) 2018. Pocket revision was performed to address hematoma two weeks prior to the explant procedure. The explant procedure to remove the entire system was completed on (B)(6) 2018 successfully without adverse consequence to the patient.